Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the philips bench, the technician observed the pacer had failed and the processor pca would need to be replaced. There was no patient involvement.